Manufacturer narrative:
(B)(4) no longer applies to this event and was removed. Analysis of the lead (va0spf4) found the lead body was stretched. Electrode and connector sleeve diameters and weld-pool heights were within specification. The lead body insulation was also within specification. : (B)(4) no longer applies to this event and was removed.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
A company representative reported that there were notches on the distal end of the lead. The lead was implanted but they were not able to pull through guide tube once implanted. They were able to finish the case after replacing the lead with another lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.